Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector at lcd board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 119 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.